Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vessel dilator loaded to a 8.0fr peel-apart sheath was received for evaluation. Gross visual evaluation was performed. Bunching and bending was noted to the distal end of the peel -apart sheath and vessel dilator. Distal tip of the sheath was observed to be torn. Therefore, the investigation is confirmed for the identified deformation and material torn issues and the investigation has been kept inconclusive for reported fracture and material separation issues. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, pieces from the peel-away sheath were allegedly broken off. It was further reported that as the physician began to peel the sheath, little fragments of the gray or plastic part from the peel-away were left inside the patient's body. Reportedly, the fragments were removed from the patient's body using surgical instruments. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, pieces from the peel-away sheath were allegedly broken off. It was further reported that as the physician began to peel the sheath, little fragments of the gray or plastic part from the peel-away were left inside the patient's body. Reportedly, the fragments were removed from the patient's body using surgical instruments. There was no reported patient injury.